Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during his lead implant, the tip of the lead was embedded in the patient's myocardium and tissue became stuck on the helix of the lead which could not be completely cleaned thus affecting subsequent implantation. The his lead implant was abandoned. No patient complications have been reported as a result of this event.